Manufacturer narrative:
Block e: this event was reported directly by the healthcare facility: (B)(6). Block h6: imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf impact code f23 captures the reportable event of unexpected medical intervention as tissue glue sclerosing agent was injected to stop the bleeding. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal bleeding ligation procedure performed on (B)(6) 2023. During the procedure, upon inserting the scope along with the device into the patient's esophagus, the physician noticed that the varices were bleeding. After the varices were suctioned, it was found that the bands could not be deployed as the bands were sticking to each other. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. It was reported that although there were no signs of injury, since the treatment was delayed due to inability of the device to deploy the bands, it caused further bleeding and excessive blood loss. In addition to the second speedband superview super 7, the physician also injected a tissue glue sclerosing agent to stop the bleeding.

Manufacturer narrative:
Block e: this event was reported directly by the healthcare facility: (B)(6). Block h6: imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf impact code f23 captures the reportable event of unexpected medical intervention as tissue glue sclerosing agent was injected to stop the bleeding. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5 has been updated based on the additional information received on november 20, 2023. Block h11 (correction): block d7a and block h8 have been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal bleeding ligation procedure performed on (B)(6) 2023. During the procedure, upon inserting the scope along with the device into the patient's esophagus, the physician noticed that the varices were bleeding. After the varices were suctioned, it was found that the bands could not be deployed as the bands were sticking to each other. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. It was reported that although there were no signs of injury, since the treatment was delayed due to inability of the device to deploy the bands, it caused further bleeding and excessive blood loss. In addition to the second speedband superview super 7, the physician also injected a tissue glue sclerosing agent to stop the bleeding. Additional information received on november 20, 2023: there was no fluid resuscitation, nor a follow up procedure was performed.